Event description:
During ligation of esophageal varices, a cook 6 shooter saeed multi-band ligator was used. There was a problem with a broken [trigger] cord. Another 6 shooter saeed multi-band ligator was used to finish the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: we were unable to confirm that the trigger cord was broken. The handle, the trigger cord with the barrel attached was returned. The barrel had all bands attached and had not been used. The loading catheter was not returned. During the testing, the mbl barrel device was attached through a forward viewing gastroscope using a catheter from another mbl device. The gastroscope has an accessory channel that is 2.8mm in diameter (model number olympus gif140). The mbl barrel was attached onto the end of the gastroscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each latex band was successfully fired. Thus no discrepancies were detected with the functionality of the returned handle or the trigger cord string. Two groups of 6 beads were attached to the returned string and were in the intended location (total 12 beads). No visual discrepancies were noted with the integrity of the bead molds and the beads were not loose on the string. The length of the string returned was measured during our laboratory evaluation and verified to be within the appropriate manufacturing specifications. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.